Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device had successful trial firing before handing the device to the surgeon. Surgeon had successful first firing; however, the grip became stiff at the second firing and it stopped moving. After squeezing the grip for a few times, it became normal again. Surgeon tried to perform the third firing, but the grip stopped moving again. When the surgeon squeezed the grip strongly, a sound was heard and the grip stopped moving completely. The procedure was completed with another device. No patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted presence of clips in the tube of the instrument, the clip counter was no longer active, and the instrument handle was flaccid. Functionally, it was observed that the wishbone link had disconnected from the trigger handle. The wishbone link was reattached. The instrument was reassembled, and twelve clips were applied to test media with proper clip formation. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. It was reported that the clips did not load properly into the jaws as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the handle is forcefully pulled open prior to fully completing the full handle compression. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.